Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An evaluation of the component was evaluated and confirmed. The resistor (r 608) is faulty. The r608 is having a high and open resistance. This issue will be internally investigated within vyaire.

Event description:
The customer reported while using the vela ventilator; the unit displays ventilator inoperable alarms. The customer reported 'post digital-analog count or analog-digital count error' in the events log. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.